Manufacturer narrative:
(B)(4). A conference call took place with the surgeon to include local sales representatives, sales director, us marketing, field quality engineering, design engineering, and customer quality. The surgical video was reviewed with the surgeon and possible causes of the reported failure mode were discussed. Sotm principles and incorrect cartridge selection were given as possible causes of unformed staples. A video of the surgical procedure was returned to ees for review. The following observations were provided by ees field quality engineer: "when the device was closed on tissue for the first firing, the tissue ballooned up around the cartridge channel. This typically indicates that the tissue may be too thick for the selected cartridge staple height. During the firing I observed the tissue ballooning / swelling at the distal end on the right side. Additionally, I observed a tissue valley formation expand some and then dissipate between the 40 and 10 mm area. These are indicators that the tissue is being squeezed and pushed forward as the knife advances and attempts to bring the tissue into compliance for the staple cartridge selected. The video shows a staple line with good staples on the right side and good staples on the left (far side) staple line. However, shortly after firing some oozing could be seen at about two thirds of the way down the staple line. Unformed staples can be seen being removed. The staples observed from the middle row had one straight and one bent leg and the staples from the outer row had both legs still straight. Indicating that the outer row missed the anvil completely. The staple forms shown in the video in my opinion are consistent with staple cartridge deck deflection. Deck deflection can occur when the cartridge selection is not appropriate for the tissue thickness and/or density. Mechanically, as the device is fired, the 3 point gap control tries to pull the tissue into compliance for the selected cartridge thickness range. If the tissue is too thick and/or dense the forces generated to achieve compliance are greater than the cartridges ability to remain parallel to the anvil. Hence the deck deflects. The cartridge and cartridge channel rolls outward causing the outer staple row to miss the anvil altogether and the middle row may not hit the anvil pockets in proper alignment and are deformed as well. It is my opinion based on what can be seen in the video, the probable root cause was staple cartridge deck deflection. The deflection in my opinion was the result of the tissue being too thick and/or dense for the cartridge (staple height) selected."

Event description:
It was reported that during a lap gastric bypass procedure, during first firing with a white cartridge on the jejunum the first third of the staple line was intact but the second third only the right side of the staples formed. On the other side the staples were completely unformed. The last third both sides were formed. This went unrecognized until they brought the limb up to do the pouch. Then it was discovered. The staple line was over sewed. No other gun was pulled and it worked fine the entire case. No noise from the gun, no especially thick tissue. No patient consequence reported. No device or cartridges will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.